Event description:
It was reported that during da vinci assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument did not open with green reload. A backup instrument of same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received, the sureform 60 stapler instrument and the reload involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. Additionally, the jaw opened and closed properly. The firing test was performed twice and passed. The instrument clamped, fired, and unclamped without any issues. A review of the logs shows no errors. Logs shows the instrument unclamped successfully after each clamping event. The reload was returned not fired. No damage found. The reload was installed in an in-house instrument then placed on an in-house system. The reload was fired without issue. All the pushers were deployed and the staples formed on the test foam. The blade was at the distal end and not exposed. The complaint regarding unclamping failure was not confirmed by failure analysis. This complaint is considered a reportable event due to the following conclusion: it was reported that the sureform 60 stapler instrument would not open with green reload alleging a possible unclamping issue. Medical intervention may be required in the event that the stapler failed to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.